Event description:
It was reported that during a right femoral artery insertion, catheter would not advance through packaged sheath. An attempt was made to pass another 30 cc catheter through same sheath. This catheter would not pass through sheat either. Customer opened 40 cc iab and it unwrapped prematurely. New 40cc iab was obtained and placed without event. There were no patient complications.